Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a pump-related driveline infection. The type of infection was bacterial and required surgery and drug therapy. The cause was dependent on patient condition and was clearly associated with the device. They remained admitted until (B)(6) 2026. The surgical procedure was an incision and drainage of the upper umbilical supramal abscess.